Event description:
Based on the report: "PICC line was being removed and snapped. A piece remained in vein. It was removed by a vascular surgeon. The event occurred in 2000, at approximately 2:30 pm."